Event description:
Complaintant alleged that during a routine shift check by a clinician, the device would not sync. The complaintant indicated that there was no patient involvement in the reported failure.